Event description:
The company was made aware that the patient's device was explanted due to medical reasons. Advanced bionics is in the process of gathering more information. When more information becomes available, a supplemental report will be sent.